Manufacturer narrative:
Product is expected to be returned; however, it has not yet been received. A supplemental report will be submitted if the product is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms and could not deliver a bolus over 3 units before the occlusion alarm occured. The customer's blood glucose (bg) level was over 600 mg/dl with a moderate ketone level and insulin injections were used to address the bg level. The customer changed the supplies on the pump. The customer's bg continued to stay high and the customer went to the emergency room and was admitted to the hospital on (B)(6) 2016. The customer's blood glucose level was 822 mg/dl with a ketone level of 15. Insulin injections were administered and the bg level was returning to normal. The customer's healthcare provider indicated that the pump was the cause of the high bg level and had disconnected the pump from the customer. The customer was discharged from the hospital on (B)(6) 2016 with no permanent damage.